Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material residue in the air/water channel and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The subject event can be detected and prevented by implementing in accordance with the below IFU. It was confirmed that instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the event. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the event. Olympus will continue to monitor field performance for this device.